Manufacturer narrative:
Correction: e1, e2, e3, g2 continuation of d10: product ID: non-medtronic product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the physician heart the steam pop. When the steam pop was heard, the physician stopped ablation.

Manufacturer narrative:
Product event summary: the afr-00001 sphere catheter with lot number 0231857965 was returned and analyzed. During external visual inspection, the catheter was found to be intact, have no defects, and no nonconformities. The cirris tester was used to perform the shorts and mapping tests and both showed failing results. The test capital system was used to verify the temperature sensor fault. Upon connection the catheter a temperature sensor fault was indicated in the alert tab. The keyence microscope was used to verify if the was any glue or residue blockage on the nozzle. The nozzle looked clear on both sides of the catheter. An occlusion test was performed with the uson with passing results. In conclusion, the reported steam pop was not confirmed through analysis. The sphere catheter failed the returned product inspection due to the temperature sensor fault. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Two image files for lesion #122 and #124 were reviewed. It can be observed through images that there is an increase in temperature with drop in the current limit. This could be signs of an impending steam pop. It can also be noted that the lesions were very close/stacked together. In conclusion, the reported issue is plausible through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the catheter, during ablation on the cavotricuspid isthmus (cti) line two steam pops occurred specifically on lesions 122 and 124. Intracardiac echocardiography (ice) was used to confirm that the catheter was not in a pocket. The case was completed with affera as the steam pops occurred at the end of the case, and block on the cti line was confirmed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.